Manufacturer narrative:
Material biocompatibitily demonstrates adequate performance.

Event description:
This is a companion report to mw5088933 and mw5088933-1. Patient reports severe skin irritation while using nasal oxygen cannula. Patient reports basal cell cancer surgery 5 years prior including head and neck cancer and various places on arms/legs with recent recurrence (date not provided). Patient reports cancer has recurred in same places where cannula lays on skin and associates the cancer with cannula use. .